Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported o2 flow accuracy failed, (extended self-test) est and (short self-test) sst failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 26sept2019. Report date: 27sept2019. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.